Event description:
It was reported the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. The patient is enrolled in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).